Event description:
Pt searched for motility on the internet and found that lancaster gastroenterology performs the smartpill test. Before administering the smartpill, the physician repeated a CT scan because the pt¿s symptoms were suggestive of an obstruction rather than a motility disorder. The test came back negative again. The doctor administered the smart pill and it became stuck in the small bowel. When the smartpill failed to pass in 3 weeks (being tracked with x-rays) a bowel prep was administered that successfully propelled it to pass. No additional symptoms were experienced while the smartpill was stuck. After passage a CT with enterography (which looks for small bowel loops) was administered and came back negative. They did an olympus video capsule which observed a lesion in the distal prox ileum. This finding prompted an exploratory laporatomy which resulted in finding a carcinoma of the small bowel (a very rare small bowel cancer). Physician was very wary of initial radiologic results because he couldn¿t believe the CT scan was normal, but his test was also normal. Unless he had performed a wireless motility capsule he would not have found the cancer.

Manufacturer narrative:
Smart pill sales person became aware of adverse event while visiting customer site: (B)(6).